Event description:
It was reported that this right atrial (ra) lead had dislodged and was confirmed through x-ray. A venogram was performed and it was noted that there was occlusion. During repositioning attempt the left ventricular (lv) lead was removed in order to make space in the vena cava for the ra lead, but was still it was not able to be repositioned. The ra lead was ultimately removed and not immediately replaced. A further procedure to implant the leads from the right side was programmed. No additional adverse patient effects were reported.